Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the egms resulting in oversensing and inappropriate therapy. The pace/sense portion of the lead was capped, and defib portion remains active.